Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-06985, it was reported that the patient was diagnosed with a hematoma. Surgical intervention was undertaken on (B)(6) 2024 wherein a laminotomy was performed to address the issue. The patient is stable and recovering in rehab. Afterwards, it was reported that following this procedure, the device was not placed into surgery mode, and the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Surgical intervention is not planned at the moment.